Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. Upon investigation of the pump, a large clot was observed in the inflow cage and around the impeller. There was also blood ingress in the filter all the way to the yellow luer that likely resulted after the pump stop as there were no purge related issues prior. Data logs show a high motor current spike followed by the pump stop, which is indicative of biomaterial ingestion. The root cause of the pump stop was determined to be ingested biomaterial.

Event description:
The complainant in japan reported the fourth day of impella cp management, the pump stopped and restarted three times in p-4 condition. The patient was hemodynamically stable, therefore the impella cp was removed. Act was managed in about 130 seconds.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿